Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation during the testing of their device. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio evaluated the removed main keypad assembly in a test device and verified the reported issue. It was also observed that the keypad would cause the test device to fail to deliver defibrillation energy. Physio found that the test device was able to charge for defibrillation, but when the shock button was pressed to deliver the energy, the test device would disarm and dump the energy charge internally. The shock switch measured a high resistance which caused the reported and observed issue.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation during the testing of their device. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation during the testing of their device. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.